Event description:
It was reported that the physician found that there was an open portion of the insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154atg ICD, implanted: (B)(6) 2006. (B)(4).